Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09425. It was reported that the patient presented to the clinic with an infection. Interrogation showed the presence of both endocarditis as well as vegetation on the leads. The physician explanted the patient's entire system. The patient was stable throughout.